Manufacturer narrative:
Follow-up #1: date of submission 03/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2014 with the following findings:investigators were unable to confirm damaged battery cap. A test pump used to complete investigation. Battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. No power reboots occurred. Removed cap with no issues. The battery cap threads are intact. The battery cap spring is secure. The battery cap contact height and width are within specifications. There was no defect found.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting a call service alarm. The reporter stated that the pump battery cap was difficult to remove and reattach. Upon review of cap, the reporter noted stripped threads and pieces coming off the cap by the yellow o-ring. The reporter believed that the inside pump battery compartment is not damaged. This is a loaner pump that they received today. There is no reported adverse event with this complaint. This report is made based on the allegation of the battery cap issue.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.